Manufacturer narrative:
Pelton & crane attended a joint review with the insurance company's mechanical / forensic expert. Upon evaluation, it was confirmed by both parties that the sterilizer did not catch on fire as initially reported by the insurance carrier but rather the wood laminate countertop the sterilizer was sitting on had started to char and smoke. Upon further investigation, pelton & crane noticed the sterilizer had not been properly maintained for quite some time by the doctors office as the chamber water filters, chamber, and water bellows assembly were extremely filthy. Also the heating elements were rusted and the overheat protector was not properly functioning. The insurance company's mechanical / forensic expert also confirmed the sterilizer had not been properly maintained. These components that were not maintained can cause the water to not properly fill and/or stay in the sterilizer chamber during a sterilizing cycle as well as to shut down the heating elements if the unit gets too hot due to lack of water. Therefore, by continually using a non-maintained sterilizer on a wood laminate countertop for a prolonged period of time led to the incident reported. This concludes the evaluation.

Manufacturer narrative:
Pelton & crane is currently in the process of scheduling a joint review with the insurance company. A follow-up report will be submitted once the review takes place and the evaluation completed.

Event description:
It was initially reported to pelton & crane by an insurance company that a pelton & crane magna-clave sterilizer caught on fire at their insured business property. A follow-up call with the doctors office indicated that there was no fire but rather the dr. Claimed the sterilizer had overheated while sitting on a wood laminate countertop resulting in smoke coming from underneath the sterilizer. There were no injuries reported.